Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 error is likely caused when communication between the endoscope and the processor failed due to an abnormality in the communication. The exact root cause or abnormality could not be specified as the reported issue was not reproduced. The following chapter in the instructions for use (IFU) may help prevent the event: - chapter 9 troubleshooting 9.2 troubleshooting guide olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a b30 scope communication error and displayed color bar. The issue occurred during a diagnostic colonoscopy procedure. There was a 10¿15 minute delay. The procedure was completed using a similar device. There were no reports of patient harm.